Manufacturer narrative:
Device evaluation: the meter and test strips vial involved with this complaint has been returned. Evaluation was unable to confirm the alleged issue-the returned meter passed testing with no faults found. The returned test strip vial was returned empty; therefore, testing on the test strips was not possible. Testing on retain test strips passed with no faults found. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient was not able to specify when the alleged issue began. The patient reported the subject meter was reading inaccurately erratic; however he was only able to specify a reading of "475 mg/dl" with the subject meter. As part of his diabetes regimen, the patient claimed he is on 2 types of insulin. Despite the alleged issue, the patient indicated he continued to administer his usual dose of humalog (8 units) with a meal and lantus (20 units) at night. At an unknown date/time, the patient reported he was feeling sweaty, lethargic, disoriented, and he was hard to wake up after the alleged issue began. In response to his symptoms, the patient stated emergency medical services (ems) was notified for assistance. According to the patient, he was administered glucose tablets/glucose gel and was also tested by the ems meter, but he was not able to recall the result obtained. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, the patient's process for testing was correct, and the results obtained were from the same approved sample site. The wife however did not have the control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient's claims the patient obtained an inaccurate reading(s) on the subject meter, administered treatment based on the alleged result(s), and reportedly developed symptoms suggestive of severe hypoglycemia requiring hcp intervention after the alleged meter issue began.